Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified in d2. The lot number for the malfunction was not provided. The device has been returned for evaluation as well as photos of the malfunction provided; the investigation is unconfirmed for foreign material. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j. Implantable port allegedly experienced device contamination with chemical or other material. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. A photo was also provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j. Implantable port allegedly experienced device contamination with chemical or other material. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.